Event description:
Per dealer 4 way valve is stuck. (B)(4). Per independent repair center statement, the unit was alarming or red light. The key failure was 4 way valve is stuck for the compressor was replaced. Additional malfunctions were poppet valve for the compressor was not shifting, the worm clamp on the tubing is leaking and was replaced, the zip ties on the tubing is leaking and was replaced.